Event description:
It was reported that by a nurse that the cadd prizim pump underinfused ns on an oncology patient. There was a significant volume of fluid leftover, however the pump was indicating that the cassette was empty. No death, or serious injury was reported in connection with this incident.

Manufacturer narrative:
One cadd cassette was returned for analysis in used condition. Use testing was performed. The customer complaint was not confirmed. The cassette functions correctly when placed on the cadd pump. The problem source is unknown. Notification to the production personnel of this complaint was conducted by the quality intern on (B)(6) 2018.